Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, users were unable to log in due to the device being identified as unknown. When the customer attempted to log in, the station prompted for the server name and required all information to be entered manually, with the device remaining in an unknown status and affecting all users. The customer performed a reset and attempted to log in again; however, the issue persisted. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to login due to unknown nbsp; a technical support specialist (tss) logged into the station and found it in an unknown device status. Knowledge article title proper data sync 2.0 procedure was applied, and the tss confirmed with the customer that the station was operating as expected. & nbsp; the system functioned as intended after the& nbsp; technical support specialist& nbsp; troubleshot the device.